Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. Chest x-ray did not reveal any abnormalities. No intervention or patient symptoms were reported.